Manufacturer narrative:
B3 - date of event - the date of event is unknown but occurred in (B)(6) 2024, and (B)(6) 2024 has been used as a placeholder. Investigation summary: received four (4) used d1000 tego connectors for inspection. Seal tearing was observed on samples 1 and 2. Sample 3 had no defects or anomalies. When accessed with a male luer, the fluid path was found to be clear. Sample 4 had the seal separated from the tego body. Silicone adhesive was found on the seal to prevent the seal from coming off of the tego. Tooling marks were observed on the tego body. The reported complaint can be confirmed on samples 1 and 2. The probable cause of the torn seal is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The reported complaint could not be confirmed on samples 3 and 4. Sample 3 had no defects or anomalies. The probable cause of the separated tego seal on sample 4 is unknown. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
A complaint was received regarding a tego¿ connector that experienced tearing of the seal during use. The reporter stated, "several tego plugs with this lot number have had damaged membranes over the past week. This was brought to attention after they were used for dialysis treatment." No harmed as a result of the reported event. Additionally, the unit is used to use tego on all patients with catheters/dialysis. Customer did not find any defect on product prior to use. There was a patient involvement and delay in therapy. No adverse event. The reporter stated that the event occurred during a period. The 2 products are available for investigation.